Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that controls were unresponsive. After replacing the main keypad and perform other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.